Event description:
It was reported that the patient experienced dizziness/presyncope due to intermittent loss of capture, and that there was a dramatic rise in threshold over a short period of time. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising.